Manufacturer narrative:
The event unit was returned to applied medical for evaluation with a rubber fragment. Upon visual inspection, engineering observed that the internal rubber components of the seal, the septum and duckbill, were fragmented. The rubber fragment returned did not complete the septum when reassembled. Based on the description of the event, the damage observed on the duckbill was caused by the complainant, who intentionally cut the duckbill to confirm fragmentation of the septum. The likely root cause of the damage to the septum is an instrument. Applied medical's instructions for use states that "extra care should be used when inserting angular and asymmetrical instruments, such as 'j' hooks and clip appliers. All instruments should be centered axially when inserted through the seal to prevent tearing." Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.

Manufacturer narrative:
The event device has been returned for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Laparoscopic cholecystectomy - "this is a complaint from the market. Administrative no.(B)(4). Please refer to the complaint sheet for investigation. Report from the sales rep after inserting a clip applier, the customer noted that a rubber fragment was on liver and was remove from abdominal cavity. He/she continued to use the event unit and completed the surgery. He/she cut the ddb to visibly check the valve. Initial investigation report by aomori olympus: the unit event unit and one(1) rubber fragment were returned to olympus and visually inspected. The ddb was cut by the facility for a visible check. The reported damage to the septum was confirmed; the septum was missing a portion; the returned fragment (size approx. 2.2 mm x 2.8 mm) matched to a missing portion of the septum in shape. The shield had no visible damage. The unit along with the fragment will be returned to amr for further evaluation. Admin#(B)(4)." Type of intervention - retrieved the section of the seal that detached. Patient status - "no patient injury."